Manufacturer narrative:
(B)(4) 2011: the lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. Test strip lot #: not provided. The 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying the battery indicator. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 5:30 pm. The patient manages her diabetes with humalog 70/30 (7 units in the morning, 9 units in the afternoon, and 7 units at night), janumet (1000mg in the evening), and prandin (2mg before meals). The patient indicated she continued with her usual dose of medication at the same time after the alleged issue occurred. As a result of the reported power issue, the patient claimed that on (B)(6) 2011 at 7:30 am, she developed symptoms of thirst and frequent urination. The patient, however, denied she received any treatment after the alleged issue began. During troubleshooting, the csr noted that the subject meter's batteries were not replaced per owner's booklet recommendation. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.